Event description:
Reporter indicated that a f/u visit on 1/2002, a lead test resulted in dc-dc code of 4 and 'high'. Normal mode test resulted in dc-dc code of 7 and 'high'. The eri (elective replacement indicator) flag was 'no', indicating that the generator had not reached end of service. The physician believes that the device is nearing end of service. The pt has had an increase in seizures and was too agitated on the day of the f/u visit to tell if they felt stimulation or not. Further f/u revealed that the generator was replaced. Lead test performed on new generator with original lead resulted in dc-dc code 2 and ok impedance. This lead test result rules out any suspected lead malfunction. It is believed that the original pulse generator was nearing end of service which caused the high lead impedance readings. The reason for the increase in seizures could not be determined.